Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated patient is in correctional facility and was seen by pain management in october where patient was referred to a neurosurgeon and arrangement of evaluation of ins by mdt rep as it was noted that the ins is malfunctioning. However, caller stated that the appointment with the mdt rep had never occurred and they don't believe the patient has seen a rep since 2003. Caller read patient records from (B)(6) 2020 which indicated that patient reported ins was not working properly, "it's cutting me" and is defective. The caller was not with the patient. The caller was redirected to nas to page local rep. The patient's relevant medical history included history of l5 spinal fusion. Caller stated pain management hcp that patient had seen was dr. (B)(60 at (B)(6).

Event description:
The reason for call was back in 2012 or something the patient had a malfunctioning ins and ever since 2014 the patient was trying to get the unit replaced because the unit was giving them problems before it depleted itself. Patient stated that the battery depleted itself and it was no longer working. Patient requested to meet with a manufacturing representative, the pt was currently in a state prison. The patient was redirected to their healthcare provider to further address the issue. When agent asked for pts phone number pt did not know their phone number so they could not provide one.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.